Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 37 and 48 hours on the abdomen. Symptoms reported include hyperglycemia, vomiting and high ketones. The patient was sent to the hospital by their healthcare provider. The patient was treated with intravenous insulin injection for 28 hours. The patient spent 2 days at the (B)(6). The pod was discarded at the hospital.